Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound-guided kidney biopsy through normal density tissue, the tip of the needle allegedly had a foreign body. No coaxial needle was used and the procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation one electronic photo was provided and reviewed. In that photo, some glue like residue was observed at the needle which was placed in the opened condition. Based on the provided photo, the reported device contamination can be confirmed. Therefore, the investigation is confirmed for the reported device contamination as the provided photo shows an unknown residue at the needle. A definitive root cause for the reported device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: d4 (unique identifier (UDI) #), h6 (result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound-guided kidney biopsy through normal density tissue, the tip of the needle allegedly had a foreign body. No coaxial needle was used and the procedure was completed using another device. There was no patient contact.